Event description:
It was reported that the bd smartsite¿ extension set was clogged and could not prime. The following information was provided by the initial reporter: it was reported by the customer that the product could not prime.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: two photos were returned by the customer. It was reported that the product could not prime and could not get the cap to come off. The returned photos show the packaging and lot number, however they do not verify the complaint. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20028e lot number 21119585 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure was not identified as no product was returned.

Event description:
It was reported that the bd smartsite¿ extension set was clogged and could not prime. The following information was provided by the initial reporter: it was reported by the customer that the product could not prime.